Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer report number 3006705815-2024-01495,3006705815-2024-01376 and 1627487-2024-07157. It was reported that the patient had an infection at the leads site. In turn, the patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
B3-date of event is estimated.